Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the image on the right monitor of the 9800 system was washed out and distorted. No pt injury was reported.